Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported that a bilaterally implanted patient presented postoperatively with complaints of dysphotopsias in the left eye. The patient underwent one light adjustment treatment but no lock-in treatments. The light adjustable lens+ (lal+) was explanted and replaced with an intraocular lens from a different manufacturer. The site subsequently reported that the patient continued to experience dysphotopsias following the explant procedure. No further information has been provided.